Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mirror image noise was found on both right atrial (ra) lead and right ventricular (rv) leads resulting in false arrhythmia episode detection. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead was programmed off and the rv lead was reprogrammed. No patient complications have been reported as a result of this event.